Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed what appears to be atrial fibrillation (af) under sensing with variable amplitude. The patient does have history of af. Reprogramming options were discussed for this crt-d. Also the left ventricular (lv) lead threshold test could not be completed due to fusion, related to variable intrinsic conduction while the patient experienced af. The crt-d remains in service. No adverse patient effects were reported.